Event description:
Extrathoracic subclavian vein puncture technique was performed for pacemaker placement. A 21g needle which was included with this device, was used to puncture extrathoracic subclavian vein. Resistance was encountered during the attempt to advance a 0.018 inch wire guide and several unsuccessful approaches were made. At that time, the wire guide seemed to be stuck at the venous valve. The physician thought the torque was not transmitted since a tip of the wire guide was too flexible. A sheath was inserted over the wire guide to advance the wire guide, but it was not successful. The wire guide was withdrawn, which revealed that a flexible part of a tip of the wire guide was fractured at junction part. The fractured wire guide penetrated a blood vessel and the wire guide stuck out from the vessel. Forceps were inserted into the vessel and the fractured wire guide was retrieved. The patient recovered.

Manufacturer narrative:
This wire guide is 100% inspected in final qc for adequate welds and strength. In addition, there is a warning label on the wire guide holder that states "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage." Without product, we are unable to ascertain why difficulty was encountered. We will continue to monitor this device.